Event description:
Philips received a complaint on the defibrillator indicating that the electrode plate could not be removed normally. There was no patient involvement.

Manufacturer narrative:
(B)(6).